Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for blank display screen. Customer stated that, the display did not return. Customer also reported replace battery now alarm. Customer states there were not unattended alarms. New battery did not resolve the issue. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.